Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump was not delivering insulin. Assisted customer with bolus and insulin was delivered. Customer's blood glucose level was 201 mg/dl at time of reporting. Nothing further reported.